Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 337 mg/dl. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. Reportedly, customer declined to remove the site as the site was changed prior to the report.